Manufacturer narrative:
D4: lot #: the reported lot number was 0673199 which is not valid. D4: unique device identifier (UDI) # is based on the di information as the reported lot number provided by the reporter was invalid. E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set had a leaky port 7 that caused air in the line and bubbles were observed. The issue was noticed during delivery. There was no patient involvement. No additional information is available.